Event description:
The customer contact reported the pt received more IV fluid than intended. No specific pt info, pump programming, or event details were provided. Though requested, no additional info was provided including pt outcome.

Manufacturer narrative:
The device was received. Investigation is not complete.